Event description:
It was reported that the fiber broke during the ureteroscopy procedure and burnt the physician's finger through his glove. No treatment was needed for the burn. The procedure was completed with another device. No further complications were reported.

Event description:
It was reported that the fiber broke during the ureteroscopy procedure and burnt the physician's finger through his glove. No treatment was needed for the burn. The procedure was completed with another device. No further complications were reported.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) # there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.